Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was treat an internal carotid artery that was not tortuous nor calcified. A 10tx40mm xact stent was advanced to the lesion through noted resistance passing over a .014 unspecified guide wire. During deployment of the stent the markers separated. The stent remained implanted and two additional unspecified stents were implanted to push the markers into the vessel wall. There was no adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance cannot be determined. Additionally, it is possible interaction with the anatomy and/or other devices resulted in the reported stent markers separations; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported material separation cannot be determined. As reported, two additional unspecified stents were implanted to push the markers into the vessel wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.